Manufacturer narrative:
Manufacturer's investigation conclusion: the reported that the patient was having low voltage alarms while connected to battery power was confirmed by analyzing the provided log files. The log files contained 256 events spanning approximately 3 days from (B)(6) 2021. They captured multiple atypical power cable disconnect alarms (rsoc invalid faults) that were not associated with a true power cable disconnection. These alarms occurred due to the rsoc voltage on the white and/or on the black power leads dropping to approximately 0 v while connected to battery power. On (B)(6) 2021 at 20:17:59, due to the rsoc invalid faults on both power cables, the controller recorded a low external power hazard event, consistent with the reported low voltage event. All of these atypical alarms occurred while connected to battery power. Throughout the log file, two backup battery fault alarms correlated to an ebb circuit faults (f34) were also captured on (B)(6) 2021 at 11:04:00 and were resolved within the same seconds. No other notable alarms were observed in the log file. The captured alarms did not affect the controller¿s ability to operate the pump at the set speed. The heartmate 3 system controller was not returned for evaluation. An attempt was made to obtain additional information (including the serial number of the system controller). Per account response, the alarms appear to have resolved after controller exchange was performed. The serial number of the patient's controller was (B)(4); however, the controller will not be returned for evaluation. The root cause of the reported low voltage alarms could not be conclusively determined through this analysis. As the system controller (B)(4) is unavailable for evaluation, this complaint file will be closed with no further actions. If the product is returned at a later time, the complaint will be re-opened. The heartmate iii patient handbook was available for use at the time of the event. Section 5 of the patient handbook, entitled ¿alarms and troubleshooting¿, addresses all alarm conditions including low voltage and power cable disconnect alarm conditions, and the actions to take when the alarm occurs. The heartmate iii patient handbook section 6 entitled ¿equipment maintenance¿ provides guidelines for the periodic inspection and cleaning of all equipment. The heartmate iii patient handbook and the heartmate iii instructions for use (IFU) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(4)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 27feb2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having low voltage hazard and low voltage advisories. The patient had low voltage advisories on (B)(6) 2021 at 8:17 pm while tethered on batteries. Technical services recommended that the patient's battery clips contact and battery terminal contacts were clean and free of debris. Alarms appear to have resolved after controller exchange was performed.